Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 ipg, implanted (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead was capped and replaced for high and unstable pacing thresholds in the bipolar configuration and low pacing impedance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.